Event description:
A patient reported bl0od glucose results of 139 mg/dl with a lifescan meter and 259 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.